Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient. No product or photo was returned by the customer. The customer complaint of "IV tubing noted to have a large bubble where the tubing had expanded/stretched out in the pump segment area of the tubing" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24125247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV tubing noted to have a large bubble where the tubing had expanded/stretched out in the pump segment area of the tubing.